Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Initial visual inspection of the instrument noted no abnormalities. During functional testing it was observed that the instrument would not clamp or cycle. Engineering evaluation noted that a piece of plastic was inside the tube housing preventing the device from functioning properly. The piece of plastic appeared to be from the firing rack. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter: during a laparoscopic nephrectomy, the distal staple line was incomplete. The cartridge that was fired was not able to be fired completely. It was only able to be fired 3/4 of the way to the distal tip of the cartridge. The manual handle successfully fired two cartridges. The incomplete firing issue developed on the 3rd cartridge used. The cartridge did not fire completely but it was satisfactory to achieve hemostasis. This was enough to transect the vessel. The cartridge will not be returned. No patient injury or surgical intervention required.